Manufacturer narrative:
This complaint is still under investigation.

Event description:
It was reported that the hydraulic rod for the floor stand of the stitching stand has fallen off. The device was in clinical use and there was no patient or user harm reported.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost r4.x is a stationary x-ray system for general radiographic purposes. For anatomies that are larger than the detector size, it is possible to make a series of exposures covering the whole anatomy (for example full spine or full legs). These individual images can be "stitched" together via the software program. For proper patient positioning and support, the patient can be placed on the so-called stitching patient support or stitching stand, a platform with two handles that the patient can hold on to during the examination. For the ease of use during transportation, the patient support for stitching has wheels and a folding footboard. The footboard is connected to the frame via two hinges and a brake cylinder. It has to be folded up and fixed by a hook for transportation, e.g. From one room to another. The brake cylinder has the task to ensure that the footboard lowers itself slowly (within 5-7 seconds) when the hook is released, to prevent the footplate from falling on the foot of a person. If the operator steps on the footboard while it is still moving down, the mounting of the brake cylinder can break, and the footboard falls down immediately. In a worst case, it may hit the foot of a person and break a bone. Philips received a complaint on digitaldiagnost r4.x indicating that the hydraulic rod for the floor stand of the stitching stand has fallen off. The device was in clinical use and there was no harm to patient or user. Field service engineer (fse) performed analysis and concluded that bracket that holds the stand support strut to the stitching frame fell off. The fse fixed the bracket by loosening and tightening the clamp screws, then securing it with the lock nut. After testing, the system was confirmed to be functioning properly, and the device was returned to use. Based on the information available and the testing conducted, the cause of the reported problem was wear and tear. The reported problem was confirmed by the customer. Conclusion: updated evaluation method code. Updated evaluation results code.